Event description:
It was reported by the patient that there is a feeling of the "heart coming through the sides", which is noticed when laying on the right side and sometimes when standing. Follow-up was conducted to obtain information on the patient and whether the event was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.